Event description:
Knee pain/lot of pain [arthralgia]; swelling on her knee and leg (near the knee area) with a lot of liquid [joint swelling]; not effective (lack of effect) [device ineffective]. Case description: spontaneous report was received on (B)(6) 2012 from a female pt, (B)(6) (age not provided). The pt's medical history was not provided. On an unspecified date, the pt initiated treatment with synvisc one injection at 6 ml, (route and frequency not provided) into an unspecified location. The lot number of synvisc one was not provided. It was reported that synvisc one was not effective (lack of effect) as the pt felt knee pain. It was reported that when the pt used another product, she did not develop knee pain. Action taken with synvisc one treatment was not provided. The outcome for the event of knee pain was not provided. Concomitant medications were not provided. The intensity for the event of knee pain was not provided. The causal relationship between synvisc one and the event of knee pain was not provided. Follow-up info was received on (B)(4) 2013 regarding pt info, event info, and treatment drugs, which upgraded the case to serious. The pt was reported to be (B)(6). On an unspecified date, the pt developed lot of pain, swelling on her knee and leg (near the knee area) with lot of liquid for which she had to receive treatment with corticosteroids. It was reported that she was really disappointed with the product and was afraid to use the product again. The outcome for the event of swelling on her knee and leg (near the knee are) with lot of liquid was not provided. The intensity for the event of swelling on her knee and leg (near the knee are) with lot of liquid was not provided. The causal relationship between synvisc one and the event of swelling on her knee and leg (near the knee are) with lot of liquid was not provided.

Manufacturer narrative:
Follow up info was received on (B)(4) 2012 in the form of qa (quality assurance) investigation results. The product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: the benefit-risk relationship of the product is not affected by this report.